Event description:
It was reported that the patient went into shock. A pericardial effusion was suspected and drainage was conducted. An echocardiogram and computed tomograpy (CT) scan were performed but the cause of the symptom could not be verified. On (B)(6) 2013, perforation could not be confirmed via contrast radiography. The atrial lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.